Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Upon receipt of the valve, the position of the cam was set at 70mmh2o. After a visual inspection, it was noted that there was a hole found in the silicone housing. In addition, a dent was also observed in the silicone housing as well as a damaged spring in the pressure control mechanism. A review of the device history records confirmed that this device conformed and passed all programming tests prior to distribution. Based on the results of this investigation, it may be likely that the root cause of the device failure may have been attributed to some sort of impact to the valve. No other observations were made that could explain the problem reported. This however cannot be confirmed. No further investigation is required at the present time. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
The device could not reprogram the pressure after MRI and needed to be replaced. The device was implanted in 2008 at 180mmh2o. Approx five months later, the doctor changed the pressure to 160mmh2o, and the pt got 3 tesla MRI. After MRI, the doctor confirmed the pressure was kept at 160mmh2o. In early 2009, the doctor changed the pressure from 160mmh2o to 130mmh2o by neodymium, because the pressure did not change by the hakim programmer. Two weeks later, the doctor changed the pressure from 130mmh2o to 90mmh2o by neodymium again. The pt condition improved once after the doctor made fluid flow through the device. The condition became worse again and the device was replaced the following month. The doctor doubts if 3 tesla MRI might have influenced the device.